Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that the detector panel assembly was not functioning properly. The part was replaced and the issue was resolved. The malfunctioning part has not been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while setting up for a spinal fusion procedure, the imaging system was unable to fully initialize and the generator icon displayed a red 'x'. The use of the imaging system and medtronic navigation were discontinued because of this issue. The patient was not impacted.

Manufacturer narrative:
The paxscan cps was returned to the manufacturer for analysis. The tester installed cp2 in a test imaging system and paired it to system detector panel. At each power cycle while under test the generator readied allowing the system to ready. 2d and 3d imaging were successful. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.